Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. A labeling review cannot be performed as the product is unknown.

Event description:
It was reported that due to erosion, a piece of the sling was removed on the right side. There were abscess over symphysis on the left, over time from may to november. In (B)(6) 2019, the patient allegedly had symptomatic chronic infection. .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that due to erosion, a piece of the sling was removed on the right side. There were abscess over symphysis on the left, over time from (B)(6). In (B)(6) 2019, the patient allegedly had symptomatic chronic infection.